Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad an one resolute onyx dex was implanted in the cx. The cec adjudicated a non q-wave mi 3rd udmi peri pci of the target vessel occurred one day post procedure.